Manufacturer narrative:
It was reported that the surgical blade broke into three (3) pieces during a knee arthroscopy procedure. Reportedly, the broken pieces fell into the surgical site. Using x-ray fluoroscopy, all broken pieces were located and retrieved from the surgical site without further reported incident. The reporting facility indicated that the patient was discharged home after the procedure and no adverse patient impact, additional medical intervention, or follow-up care related to the incident was reported. A sample was returned for evaluation and the surgical blade was confirmed to be broken into three (3) pieces. A root cause was unable to be determined. Due to the reported need for medical intervention to retrieve the broken surgical pieces from the surgical site, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the surgical blade broke during a procedure.